Manufacturer narrative:
(B)(4). The device was manufactured november 11, 2014 - november 13, 2014. The device was received for evaluation. Visual inspection revealed a white particle between 0.54 and 1.56 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy revealed that the particle was made of acrylic. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were particles inside the balloon of a small volume intermate. This was noted after the device had been filled with ceftazidime and colistimethate. There was no patient involvement. No additional information is available.